Manufacturer narrative:
The soft cannula was not observed to be bent or kinked. Download data showed no timeouts or drive stalls and no alarms were generated. The unexposed portion of the soft cannula was found to be torn and leaking 0.24 inches from the nail head causing corrosion and insufficient batteries. Due to the presence of an internal leak, the exposed portion of the soft cannula could not be properly tested for the reported leaking during wear.

Event description:
It was reported that the patient's blood glucose levels reached 17 mmol/l (306 mg/dl). The pod was worn between 5 and 24 hours on the arm. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.